Manufacturer narrative:
(B)(4). Source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the locking ring was found detached from the shell. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A univ 2-hole shl 52mm lnr sz 23 was returned and evaluated against the complaint. The ring and shell are disassembled upon receipt. White debris is present on the inner radius of the shell and inside the locking grove. No damage or deformation was observed to the inner radius or locking groove. The surface of the ring is lightly scuffed. The ring is also bent. A review of the device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.